Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the fractured anchor and sutures still on the insertion device. The anchor is fractured at the distal end of the suture window. There is biological debris inside the anchor and on the insertion device. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder surgery for rotator cuff repair, after removing the healicoil anchor from the sterile packaging, there was a fracture discovered on the product. Bone quality was good. Surgery was completed without delay, using a back-up device in the originally drilled bone hole, no void was left in the patient. No further complications were reported. Patient's status is good.